Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred while the customer was not outside of the labeled operating altitude range. Additionally, it was reported that an occlusion alarm occurred. Reportedly, issues resolved prior to troubleshooting with tandem technical support and customer was able to successfully resume insulin therapy. Customer's blood glucose level was 120 mg/dl.